Manufacturer narrative:
The condition of failure code 812:05 was confirmed but not duplicated. Failure code 812:05 is a cascade of failure from fc 810:11. Failure code 810:11 was due to an out of calibration air-in-line printed circuit board. The air-in-line printed circuit board was recalibrated and verified to correct the reported condition. (B)(4).

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. This issue has been escalated to CAPA.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition "812.05". It is unknown when this event occurred. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. The customer has declined to be contacted. This device utilizes user interface module master software version 6.13.90 categorized as unremediated. During review of the event history by baxter it was determined that 812:05 is a cascade failure from fc 810:11 which occurred during delivery causing an interruption of delivery.